Event description:
It was reported that the customer saw no flashing light on his or her sensor. The customer's blood glucose was unknown at the time of reporting. It was determined that the sensor had a bent cannula. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.